Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study? Unknown, additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did the event occur during one or multiple patient procedures? The nurses expressed seeing or experiencing this a few different times what is the total number of cases? Unknown have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Unknown if this event occurred in multiple procedures, please provide the following information for each case: what was done to treat the shard penetration? Unknown-most sounded minor. Was medical or surgical intervention required? Unknown but unlikely based on context. Was there any special diagnostic test performed? No. What is the status of the surgeon injury today? No surgeon injury to my knowledge. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Unknown. Was the ampoule crushed repeatedly? Unknown. Can you identify the lot number of the product that was used? No. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) none-overheard group conversation, unfamiliar with individuals no product available for return. The single complaint was reported with multiple events. There are no additional details regarding the additional events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an (B)(6) 2025 and topical skin adhesive was used. Nurses discussing multiple experiences with adhesive applicator breaking at plastic section and nurses getting poked. No surgical delay reported. No patient harm was reported. Device availability unknown. Additional information has been requested.